Event description:
Home pt contacted baxter technical service center in 2005, to report pain on the last drain. Home pt stated that they usually feel pain lower in their abdomen, closer to their pelvis, but his time the pain was closer to their ribs. The technical service rep told the home pt to contact their nurse and discuss possible resolutions. The home pt's nurse stated in a follow-up conversation that the pt has always had some pain during exchanges due to their sensitivity to their catheter. The nurse indicated that the catheter is located in the pt's lower left quadrant. The nurse further stated that the pt has had no drain problems since this incident.